Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 138 mg/dl, and the meter bg reading was 68 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 51 mg/dl leading to the customer being incapacitated. Bg was addressed by the customer's husband by administering glucagon. System check with tandem technical support did not identify any additional issues with the pump or related supplies. A replacement pump was sent to the customer to maintain customer satisfaction.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.